Event description:
Medtronic received information that 11 years following the implant of this pulmonary valved conduit, the conduit showed signs of calcification, stenosis and pulmonary regurgitation. The conduit was explanted, with no patient complications. It was reported that this was not due to patient outgrowth of the device as the conduit was thickened and calcified. The conduit will not be returned for analysis.

Manufacturer narrative:
Product analysis: the product has not been returned to medtronic. Conclusion: the device history record could not be reviewed as the serial number of the device was not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.